Manufacturer narrative:
(B)(4). The sample will not be returned, but a photo was provided. A follow-up report will be submitted upon evaluation completion or if additional information becomes available.

Manufacturer narrative:
(B)(4). Correction: initial medwatch (date received by manufacturer) is (B)(4) 2010. One (1) picture was received in reference to the report of a misassembled transfer set. The picture was visually inspected and noted that the cap was loose from the patient connector. The cap was loose in the pouch. This report was confirmed. A batch review of the production lot showed no similar issues. Based on the information obtained from baxter's investigation, the root cause of this report was not determined. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The blue tip protector dislodged from the patient connector end of the transfer set before use. No injury was reported.